Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: we replaced the control board. After the replacement the unit didn't boot. No patient involvement.